Manufacturer narrative:
Concomitant medical devices: dtma1d1 crt-d, implanted: (B)(6) 2020; 419688 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the defibrillation conductor of the right ventricular (rv) lead. The rv lead was reprogrammed, however the clinician reported nuisance alerts for high impedance following reprogramming. The rv lead remains in use. No patient complications have been reported as a result of this event.